Manufacturer narrative:
Correction: section b5. The ICD migration should have been included.

Event description:
It was reported that the right atrial (ra) lead became dislodged and the implantable cardioverter defibrillator (ICD) had migrated due to twiddler¿s syndrome. The physician explanted and replaced the ra lead. The patient condition was stable. New information received noted that the right atrial (ra) lead had failed to capture. Fluoroscopy was used to confirm the ra lead dislodgement and ICD migration. The ICD was repositioned during the procedure.

Event description:
It was reported that the right atrial (ra) lead became dislodged due to twiddler¿s syndrome. The physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.